Manufacturer narrative:
The calibration and qc were acceptable. The investigation found that the customer did not perform macroprolactin (peg) precipitation with the roche prl ii method. Product labeling states: "in case of implausible high prolactin values a precipitation by polyethylene glycol (peg) is recommended in order to estimate the amount of the biological active monomeric prolactin." Product labeling also states: "macroprolactin and oligomers can be precipitated by using a 25 % aqueous peg solution (ratio 1+1). After centrifugation, the supernatant containing monomeric prolactin is used in the elecsys prolactin ii assay in the same way as a native sample. The dilution effect which occurs during sample pretreatment and the coprecipitation of monomeric prolactin must be taken into consideration." A sample mix-up could not be excluded. The investigation determined the issue was due to pre-analytical handling issues at the customer site. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys prolactin assay results for 1 patient on a cobas e 402 analytical unit. The initial result was 39 ng/ml. The sample was repeated using the siemens atellica method, and the result was 24.81 ng/ml. The macroprolactin result was negative. On (B)(6) 2025, the same sample was retested, and the elecsys prolactin result was 38.7 ng/ml. The result of 24.81 ng/ml was believed to be correct.